Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found insulation abrasions were found breaching the outer insulation and exposing the outer coil at 3.5 - 4.0 c, and 3.8 cm - 4.4 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. (B)(4).

Event description:
This report is to advise of an event that was observed during analysis.